Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (s/p rhogam (B)(6) 2014, daily bleeding, sub chorionic hemorrhage on us, placenta previa resolved after 13wk us) on (B)(6) 2014, parity 3 and multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (everything except ovaries)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2014 and (B)(6) 2014. Insertion details: 3 trailing coils at right ostia, 3 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident, event injury nos removed, new events (pelvic pain female, depression and anxiety) updated, removal date of essure and reporters updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.